Event description:
The customer reported 3 sets separated during a line change when trying to unscrew the products from the needleless connectors. No additional information is available.

Manufacturer narrative:
The customer¿s report that the sets "separated" when trying to unscrew the products from the needleless connectors was confirmed. Visual inspection observed that the locking hub was not located around the male luer but was found to be around the engaged tubing of the set. The customer's method of disconnection of the mated components was replicated by functional testing. The root cause of the customer¿s report was the method of disconnection. The locking hub and male luer sub components of the luer components have the ability to be separated from each other which is an ¿as per designed¿ operation of the luer component that the customer perceived to be an issue. The design of this specific luer component allows the locking hub sub component to be pulled past the male luer sub component (over the set¿s tubing).

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported 3 sets separated during a line change when trying to unscrew the products from the needleless connectors. No additional information is available.